Event description:
It was reported that the ventilator generated an error and was alarming. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced. According of received service report, it was clarified that device generated technical error, which indicates ethernet communication failure between pan and mon. The dc/dc & standard connectors printed circuit board was found defective and was replaced to resolve the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Provided device's logs do not contain reported issue on reported date of event. We do not consider issue with occurrence of the reported technical error as a safety related, as it indicates communication failure and will not affect ventilation. The decision about reporting was made in abundance of cautions based on the initially reported information, as it may representing a reportable event. Our conclusion is that the replaced part was the cause of the failure. However, the root cause to why the part failed has not been established.

Event description:
Manufacturer's ref. #: (B)(4).